Event description:
It was reported that this clinic received a remote alert for high, out-of-range shock impedance measurement (>125 ohms) from this system. Boston scientific technical services was contacted and recommended diagnostic imaging, thorough provocative maneuvers, and potentially a commanded shock to evaluate the system integrity. At this time, the device remains implanted and no adverse patient effects were reported.